Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As the reported leak was unable to be confirmed, a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Internal file number (B)(4). Corrections: results code 213 and conclusions code 67 were removed. Evaluation summary: corrected evaluation: the device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record identified one manufacturing nonconformity issued to the reported lot related to indeflator leak. Additionally, a review of the complaint history identified three other similar incidents from this lot. The investigation determined the leak appears to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, test/laboratory dates: estimated dates. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a leak in the indeflator was noted during inflation of an unspecified balloon. The contrast leaked out into the reservoir. The procedure was successfully completed by switching to a new indeflator. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.